Event description:
It was reported that the procedure was to treat a lesion in the ramus interventricularis anterior artery. A 3.0x23 mm xience prox rx stent delivery system (sds) was prepped according to the instructions for use, advanced toward the target lesion without resistance, and the stent was deployed. The inflation was complete and the stent was fully apposed to the vessel wall. Post stent deployment, during withdrawal resistance was noted between the sds and the guide catheter as the balloon of the sds could not be deflated completely. After some attempts and slight pressure the sds was successfully withdrawn into the guide catheter. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience prox device is currently not commercially available in the us.; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.